Event description:
Reportedly on (B)(6) 2017, two days after implantation, the subject atrial lead was found dislodged by x-ray from the original implant site in the right atrial appendage. On pacemaker check, the occurrence of atrial pacing failure was confirmed while atrial sensing was observed to be successful. Due to these issues, a re-intervention was performed on (B)(6) 2017. When the associated pacemaker was taken out of the pacemaker pocket, blood was found to have infiltrated into the atrial port of the pacemaker. No blood was found inside the lumen of the subject atrial lead. The lead was re-fixed in the right atrial appendage. As satisfactory lead measurements were obtained using a pacing system analyzer, it was decided to continue the use of this atrial lead. The associated pacemaker was explanted due to blood infiltration in the atrial port.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2017, two days after implantation, the subject atrial lead was found dislodged by x-ray from the original implant site in the right atrial appendage. On pacemaker check, the occurrence of atrial pacing failure was confirmed while atrial sensing was observed to be successful. Due to these issues, a re-intervention was performed on (B)(6) 2017. When the associated pacemaker was taken out of the pacemaker pocket, blood was found to have infiltrated into the atrial port of the pacemaker. No blood was found inside the lumen of the subject atrial lead. The lead was re-fixed in the right atrial appendage. As satisfactory lead measurements were obtained using a pacing system analyzer, it was decided to continue the use of this atrial lead. The associated pacemaker was explanted due to blood infiltration in the atrial port.